Manufacturer narrative:
Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip. Numbers did not ramp up on their own or scroll bar moving with no input.

Event description:
The customer reported via phone call that she attempted to bolus but when she pressed the act and up arrow buttons the numbers started to scroll. The customer replaced the battery but the numbers kept scrolling and did not stop. Customer's blood glucose level was 101 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.